Event description:
It was reported that the biomed stated the fluid delivery line (fdl) inlet pressure test was reading slightly lower in the center ports than the outer ports on the arctic sun device. Biomed stated that they ran calibration and passed. Mss recommended to replace the center valves and keep in mind it might be because of due for the 2000 hours preventive maintenance since the device now had over 2700 system hours on the original pumps.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as product performed to specification. Biomed stated they ran calibration and passed. Mss recommended to replace the center valves and keep in mind it might be because of due for the 2000 hours preventive maintenance since the device now had over 2700 system hours on the original pumps. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. The device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Labeling review was not performed as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated the fluid delivery line (fdl) inlet pressure test was reading slightly lower in the center ports than the outer ports on the arctic sun device. Biomed stated they ran calibration and passed. Mss recommended to replace the center valves and keep in mind it might be because of due for the 2000 hours preventive maintenance since the device now had over 2700 system hours on the original pumps.